Manufacturer narrative:
A promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted, pulled distally and bunched. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20sept2019. It was reported that crossing difficulty occured. The target lesion was located in the highly calcified and highly tortuous mid left anterior descending artery. Following predilatation, a 2.50mm x 38mm promus element plus drug eluting stent was advanced for treatment, but failed to cross the lesion. The dilation was done at high pressure and the lesion was stented with another stent. There were no patient complications nor injuries reported. However, return device analysis revealed stent damage.